Event description:
This patient (age and gender unknown) was presented to the intervention lab for a transarterial embolization of a hepatic cellular carcinoma. There is no information as to where the physician made access to the patient. The information states that the product was properly flushed and inspected prior to use and a continuous flush was maintained throughout the procedure. When the physician inserted the guidewire (gw) into the microatheter (mc), he felt large resistance, and the gw got stuck into the mc. Subsequently, the system needed to be removed and target access was lost. There is no information as to where the resistance was felt. The physician used another rapid transit mc to successfully complete the procedure. There was no consequence to the patient.